Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months and 6 days after implantation. The patient has history of hypertension and diabetes. The doctor noted bone resorption during explantation. The patient has recovered without complications.